Manufacturer narrative:
Continuation of d10: product ID: unk_nav_comp. Section d references the main component of the system. Other medical products in use during the event include: sfw kit: 9736226 stealth flex ent h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site noticed that the accuracy was off towards the end of the case. The re-did registration and accuracy was off. Before the edited model it was 4 cm off during navigation. After editing the model it was 1.7 off. Image looked great but after the registration accuracy was off, the representative re-edited then re-did registration. There was a reported delay of less than one hour and no reported impact to patient outcome. The issue was reported to have taken place during registration.

Manufacturer narrative:
H6: the software analysis was completed. There was insufficient information to determine if a software anomaly contributed to the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.